Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. The ventricular lead exhibited noise resulting in high ventricular rate episodes. No intervention was reported and the patient would be monitored.